Event description:
Left-side capsular contracture, baker grade 3-4.

Manufacturer narrative:
The device was returned intact and functional with light yellowing; the device weighed 2.7g over specification.